Event description:
A male underwent aaa repair in 2008. The physician placed a flex main body and four iliac leg grafts. The patient developed a type I endoleak, so on the following, the physician placed two main body extension to repair the endoleak. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.